Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): - unknown alps medial distal tibia plate (unknown). - unknown alps plate screw (unknown). - unknown alps plate screw (unknown). - unknown alps plate screw (unknown). - unknown alps plate screw (unknown). G2: foreign - the event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a medial distal tibia plate implanted approximately eleven (11) months has failed. The failure was noted to be associated with the fracture of five (5) proximal screw heads. The patient has experienced prolonged recovery following the event, including extended non-weightbearing status and persistent pain. No contributing conditions were cited to have contributed to the implant failure. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the reported event is confirmed by mmi review. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: plate and screw fixation along the medial aspect of the mid and distal tibia with multiple fractured screws but intact plate. Lucent oblique fracture line still seen within the distal tibia suggesting incomplete healing of fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.